Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a xenform graft device was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy, lysis of adhesions, excision of exposed mesh intraabdominally, repair of immediately recognized rectal injury, peritoneal flap advancement as an interposing flap, and placement of a biologic interposing graft for the treatment of recurrent enterocele and rectocele status post-history of transvaginal surgical procedure to correct prolapse and mesh exposure with adherence to small bowel intraabdominally procedures on (B)(6) 2014. Prior to placement of the xenform, during posterior dissection for the placement of a non-bsc y-mesh, the rectal wall reportedly had a small opening during the dissection process that was detected right away and measured less than 2 cm. A two-layer closure was then decided to perform. A xenform was placed to interpose between the anticipated placement of the non-bsc y-mesh and the repair of the rectal defect. The patient tolerated the procedure well; consequently, she was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.